Manufacturer narrative:
Method: film evaluation.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Severely tortuous anatomy, proximal neck was angulated >60 degrees. Proximal neck was angulated >60 degrees). Conclusion: endoleak. Severely tortuous anatomy, proximal neck was angulated >60 degrees. Proximal neck was angulated >60 degrees.

Event description:
Video of an angiogram cuff implant procedure were reviewed. The bifurcate stent graft system was initially seen already implanted in the patient. The stent graft was very angulated in several locations; the proximal portion of the bifurcate was angulated approximately 90 degrees right to left to the flow divider, and the limbs were angulated 90degrees left to right to the flow divider. The left iliac had been coiled, and another manufacturer's thoracic stent graft was seen implanted in the thoracic. After placement of the guidewires, the cuff delivery system is brought up the left side. Positioning difficulties could immediately be seen accessing the left iliac limb; the tip was angulated 90 degrees (left) trying to get into the left iliac limb, and when pushing the tip the delivery system was acutely angulated at the stent stop approximately 60 degrees (right). The delivery system straightened within the limb. More positioning difficulties were seen trying to bring the tip through the angulated bifurcate aortic body. The tip was seen angulated 90 degrees (right), and near the gate the delivery system stent stop was acutely angulated approximately 60 degrees (left). Eventually the proximal delivery system was positioned just above the bifurcate. Angiogram showed a likely proximal type I endoleak, with contrast seen filling the right side of the sac. Several minutes later the stent graft cover was pulled back approximately 1/2 way, and the tip was seen partially released from the spindle. Attempts were made to complete the tip capture using a wire from above, stent graft deployment was completed, and the tip was seen completely separated from the spindle and positioned in the arch within the thoracic stent graft. About 1-1/2 hours later, using various snares and wire manipulation techniques the tip was able to be removed; the tip was "flipped" within the bifurcate and exited the patient tapered end out first. Completion angiogram showed a proximal type I endoleak, with contrast seen on the right side (outer curvature) of the sac, as well as a likely type IV blush from the limbs near the level of the gate. On the outside of the bifurcate, the right side of the proximal sac was filled with numerous coils, and this appeared to have resolved the endoleak. The exact cause of the tip detachment could not be determined. However, it is likely that placement of the cuff within the tortuous stent grafts, as seen with both left and right side acute angulations near the stent stop within several sections of the angulated bifurcate stent graft, led to the tip detachment.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The upper proximal neck was 27.7 mm in diameter. The right external iliac vessel was 11.4 mm in diameter; the left external iliac vessel was 9 mm in diameter. It was reported that the bifurcated stent graft was implanted and a type ia endoleak was confirmed, an aorta cuff needed to be implanted. The patient has severe curvature and was also obese so that insertion was difficult due to the sharp angle in the access vessel. After pull-through the right upper arm, it was planned to deploy following the curvature but it didn¿t work out as intended. Therefore, pull-through was released and decided to deploy using a stiffer wire. After stent graft deployment, the physician tried to remove the tip capture, but it would not come out even though the back-end wheel was unscrewed. It moved slightly back and forth with torque and the delivery system was removed; however the inner bar was broken and it was left in the patient. It was the delivery system distal tip including sleeve. The broken device was finally removed from the patient using a snare. The final dsa was done which showed that there was still a residual type ia endoleak so it was stuffed with coils between the graft and the aneurysm. The amount of the endoleak decreased and touch up was done with ballooning, and the procedure was completed. The patient will be monitored by their physician. No additional clinical sequelae were reported and the patient is fine. A review of several returned still post-implant films show the proximal neck was angulated >60 degrees.